Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appears to be related to operational context. It is likely an interaction with patient anatomy or the suture was pulled until it breaks contributed to the reported suture separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9:device available for evaluation updated from ni to not returning.

Event description:
User facility medsun report uf/importer report (B)(4) received that states " perclose suture tore off. Used a new proglide perclose device to finish procedure. Patient contact, but no harm. Pfa procedure." No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 11/25/2024 medsun report attached.